Event description:
Customer reported seeing elevated blood lead test results with leadcare ii. Magellan technical services (ts) requested information regarding this issue, such as test kit lot number, test result values and corresponding confirmation test results. However, customer expressed frustration with the leadcare ii system and was unwilling to provide any details to ts or move foward with troubleshooting. Customer requested return of leadcare ii system. Ts notified magellan and sales team.